Manufacturer narrative:
Investigation results visual investigation: we made a visually and microscopically investigation of the received implant. Here we found one flank of the interface is damaged / cracked. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) probability of occurrence3(5)) according to din en iso 14971 is still acceptable. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: the damages on the implant are a clear hint for levering with too high force during the implantation process. The complained device shows no hints of a preliminary damage upon delivery. There is no indication for a material-, manufacturing- or design-related failure. Therefore we assume that the damage was caused by the application (usage related). Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with so117p - prospace xp implant 5° 7x8.5x22mm. According to the complaint description, the customer was checking the x-p fluoroscopic image when inserting the cage, the customer noticed that the angle between the inserter and cege was incorrect. The product has been removed. Then, when checked the product againe, the rear part of cege was broken. The product was replaced with a new one and the surgery was completed. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4).